Event description:
It was later reported that patient received assistance from their manufacturer representative and healthcare provider and her concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v896640, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was indicated that patient got telemetry error and she replaced the batteries. The patient reinstalls them again, since programmer (pp) didn't turn on. It was indicated that it worked with and without antenna. It was indicated that the patient tried to check her implant the other day and she wasn't able to do it. The patient reported that the symptom reported had a sudden onset. The patient felt she was going more often and it had been a week. There was no known accident or incident related to this complaint. The patient status was reported as unknown. A follow-up report will be sent if additional information becomes available.